Event description:
In 2007, this patient underwent a embolization for a persistant type ii endoleak. The type ii endoleak was resolved.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient, but not related to this event; contralateral leg components (lot#03853619 and lot#03887996).